Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the trunk cable connector was damaged and the electrode belt was unable to connect to a monitor, causing the service code 204. The root cause for the damage was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was causing a service code 204 (belt/monitor unusable).